Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a sleeve gastrectomy with negative leak test and the patient left the hospital on the second day post operatively. Nine days after, the patient was admitted complaining on nausea and per oral intolerance. The doctor performed upper gastrointestinal and computed tomography (CT) scan and all were normal. Vital signs were also normal. The patient was treated with anti-inflammatory and fluids and was released home on the next day. Two days after, the patient returned to emergency room and was tachycardic, perforated with rigid abdomen and free air on CT. Exploratory laparotomy was performed by two doctors to drain the patient. Nasogastric and jejunal tube were place. The surgeons performed esophagogastroduodenoscopy and noticed bubbles near gastroesophageal junction. The patient was okay until sixth day. The patient was tachycardic and had a left side fluid collection around jejunal tube. The patient had a necrotic tissue around the jejunum where jejunal tube was placed and had a small bowel resection performed by a surgeon. On the next day, the doctor placed a omental patch on the staple line and it showed a hole in the staple line less than 1 cm from gastroesophageal junction. The surgeon placed a clip and a stent and performed a botox pyloroplasty. Eleventh day after, the patient looked good but had slow transit through the stent. The surgeon was concerned of an obstruction, but patient tolerated liquids well. Two days after, the CT scan showed fluid collection and on the next day, the clip and stent were removed an d they noticed a hole distal to gastroesophageal junction. The patient was scheduled to have an endoluminal vacuum placed.